Event description:
It was reported that the patient exhibited difficulty in pairing their implantable cardioverter defibrillator (ICD) to the merlin app. Upon further investigation, it was found that the ICD exhibited loss of bluetooth telemetry functionality. No changes were reported. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to interrogate the implanted device was confirmed. Based on the information provided, it was determined that the connectivity issue was due to an intel bluetooth firmware issue on the programmer. The implanted device was performing per design, and no anomalies were found.